Event description:
"Cuff miss" - when trying to deploy the suture in the perclose device nothing anchors to the blood vessel and the suture doesn't pull through. Had patient contact, but no harm done. 2 different devices failed, 3rd device was successful.